Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture in the mid-shaft and revealed a kink near the fractured location. If the velocity is forcefully mishandled at an extreme angle during advancement, damage such as this may occur. Further evaluation of the device revealed additional fractures. This damage was incidental to the complaint and may have occurred due to forceful mishandling during use or packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician positioned a neuron max. Then, while navigating a velocity within an ace68, the physician broke the mid-shaft of the velocity into two parts but the two parts remained connected. Therefore, the physician removed the neuron max and the ace68 with the broken velocity inside. The procedure was completed using a new velocity, the same ace68 and the same neuron max. There was no report of an adverse effect to the patient.